Event description:
The device was returned because something was heard rattling in the device. This rattling noise was observed before the pump was opened. Upon visual inspection, a spare star washer was located and removed from under the main pcba. All locations with a star washer were checked and all were accounted for, this one is an extra one that had been dropped in. The device was thoroughly checked for other damage and loose components and none were found. After the washer was removed the pump was powered on and able to perform a mock infusion without issue. The pump will be re-tested for functionality.

Event description:
The following has been reported: biomed reported: out of box failure. Something loose inside of pump. A preliminary review of the logs identified the following issue: mechanical hardware failure (drive train) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.